Manufacturer narrative:
E1-event site state: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed to zero, as the zero key would not engage. After multiple attempts, the function worked, and there was no delay in therapy or patient harm.